Event description:
It was reported the steerable guide catheter (sgc) was prepped per instructions for use (IFU) and proceeded to be introduced in the anatomy when it was noticed the soft tip of the guide catheter was flared at the edges and could not advance. The sgc was replaced with new one. The procedure continued with no further issues. No patient harm was reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported failure to advance and deformed soft tip were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.